Manufacturer narrative:
The alleged event came to coolsystems, inc. Attention via service of a summons and complaint for damages filed with the superior court of (B)(6), county of (B)(6). The complaint for damages was filed almost 2 years after the alleged event. A complaint was never reported to coolsystems, inc., and the game ready system involved in the event has not been identified. Thus, it cannot be determined what its performance history was or which device to return for evaluation. This is why the evaluation codes were chosen.

Event description:
Service of summons on 07/24/2015 was the manufacturer's first notice of this event. The plaintiff was prescribed a game ready system on (B)(6) 2013 by her physician as postoperative treatment following the removal of a bunion on her left foot. During a follow up visit on 09/10/2013, the plaintiff complained of some discoloration on her foot, received treatment, and discontinued the use of the game ready system per her physician's recommendation. The condition of the foot worsened, eventually resulting in gangrene, and ultimately a partial amputation of her foot. The complaint does not contain information about the therapy protocol prescribed by the plaintiff's physician (e.g. Duration of cold therapy sessions and breaks in between same, temperature setting, and compression level setting), the barrier placed between the wrap (applied accessory) and the patient's skin, instructions for use provided to the plaintiff about the device. Because the matter is in litigation, it has been turned over to the outside counsel for further investigation.